Manufacturer narrative:
The customer was sent a replacement monitor and was requested to return the problem monitor back to bec for evaluation. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that they smelled smoke and saw sparks coming from the cathode ray tube (crt) monitor associated with their coulter act 5 diff cap pierce hematology analyzer. The customer immediately unplugged the workstation monitor and called bec hotline for assistance. There was no need for fire extinguishers or for summoning the fire department. No injury occurred and the operator did not seek medical attention.